Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm.

Event description:
A report was received that the patient had a sharp pain in the middle of her back. One of the leads had become unanchored and was palpable beneath the patient's skin. The patient underwent a revision procedure wherein the tension loop of the leads was repositioned. The patient was doing well post-operatively.